Manufacturer narrative:
Concomitant medical products: 0144 lead implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had been exhibiting high pacing thresholds for a long time. The lead remains in use. No patient complications have been reported as a result of this event.